Event description:
A customer reported experiencing a cartridge alarm 20 on multiple dates. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue with consecutive cartridges and decided to replace the pump. The customer was instructed on returning the problematic pump and acknowledged all instructions provided by technical support. A replacement pump was sent to the customer, and they were advised on setting up and connecting their continuous glucose monitor to the new pump.